Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. As a result, the customer went to the emergency room and was subsequently hospitalized. Customer also experienced angina as a result of bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.